Event description:
The caregiver felt a burning sensation in the middle of their foot while placing the bed in the brake mode. Caregiver applied cool compresses for a few hours but the pain in their foot did not go away. X-rays indicated the caregiver fractured their right foot.